Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the customer fell and landed or rolled over on the pump. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy until the replacement pump arrived.